Event description:
It was reported that the system 9900 would not initialize. A replacement c-arm was used. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cables to the hard disk were reseated and the system was able to initialize. The system was tested and found to be working as intended and placed back into service.